Manufacturer narrative:
(B) (4): neither the device nor applicable imaging films were returned to the MFR for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported by non-medical professional that the pt underwent a posterior spinal procedure with implantation of rods and screws. Approximately 30 months post op, the pt underwent a revision surgery to have the instrumentation removed due to breakage. According to the reporter, the hardware was found to be broken after removal. No pt complications were reported.